Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? What was the size of the needle used? Was more than half the needle retained in the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Procedure name and date? Lot number? Event related to mw # 2210968-2021-07613.

Event description:
It was reported that a patient underwent an ob-gyn procedure procedure on an unknown date and suture was used. When suturing the uterus, the needle broke. No adverse patient consequences were reported. Additional information was requested.